Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
Elite pass shuttles were broken during the surgery. The proximal end of one of them remained in the patient's joint.